Event description:
Customer reported digital spot mode comes on by itself and during fluoro system will change technique. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. System operates as intended.